Event description:
Reporter alleges the pt complained that her left breast became firm and painful and her right breast may also be firming. Pt can not tell if her implants are smaller but denies history of trauma. Reporter also alleges the pt has developed arthralgias (positive a.m. Stiffness), myalgias, paresthesias, fatigue, swelling, sleep disturbance, adenopathy, sore throats, yeast infections, hot flashes/chills, headaches, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sensitivity to sun/cold/chemicals, shortness of breath/cough, choking sensation, weight gain, easy bruising, gastrointestinal and genitourinary changes, easy bruising, pelvic pain/dyspareunia, right ruptured breast implant and granulomas in continuity with capsules.